Event description:
It was reported a vns therapy programming handheld was not working properly, but did not provide any additional details. The handheld has been returned to the MFR and is pending analysis. Good faith attempts to obtain additional info have been unsuccessful to date.